Event description:
Customer reported unexpected negative reactions on the abs2000 on a patient sample with a history of anti-kell.

Manufacturer narrative:
The customer did not provide additional information needed for follow up.